Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) device code: 1528 - difficult to remove. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Additional information received 09apr2019: patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to pulmonary embolus and gastrocnemius deep vein thrombosis. Patient is alleging migration, tilt, vena cava perforation, fracture, the device is unable to be retrieved, bleeding and organ perforation. Patient further alleges," sharp abdominal pain, deep venous thrombosis with a clot in the inferior vena cava up to the level of the filter. Also, the filter has perforated the inferior vena cava with peri-vena caval inflammation". (B)(6) 2014, x-ray report-abdomen obstructive series: "an inferior vena cava filter has its proximal tip at the level of the inferior and plate of l1". (B)(6) computed tomography-abdomen and pelvis without intravenous contrast: "a stable inferior vena cava filter is observed". (B)(6) 2016, computed tomography-abdomen and pelvis without oral and intravenous contrast: "caval filter placed". Per the (B)(6) 2017, computed tomography-abdomen and pelvis: "an inferior vena cava filter is identified within the inferior vena cava at the l3 level. The struts extending beyond the confines of the vessel with mild surrounding inflammatory change best identified series 2 images 33 through 48 new since the previous study. Impression: inferior vena cava filter with struts extending beyond the confines of the vessel associated with mild surrounding inflammatory change". Per the (B)(6) 2017, computed tomography-abdomen and pelvis with contrast: "the inferior vena cava filter is unchanged in position, with again suspected structures extending beyond the vessel. There is no significant change in the infiltrative soft tissue density seen along the right side of the inferior vena cava, which extends into the pelvis. On delayed images the inferior vena cava distal to the filter is decreased in density as well as the iliac veins. Deep vein thrombosis is suspected". Per the (B)(6) 2017, computed tomography-abdomen and pelvis without contrast: "caval filter similar. Prongs outside lumen. Prior study showed findings suspicious for thrombus below the filter. Difficult to include or exclude currently without contrast". Per the (B)(6) 2017, computed tomography-abdomen and pelvis without intravenous contrast: "inferior vena cava filter is similar to the prior study demonstrating extraluminal prominence. Intraluminal thrombus cannot be excluded without contrast". Per the (B)(6) 2017, computed tomography-abdomen and pelvis with oral contrast only: "inferior vena cava filter appears similar". Per the (B)(6) 2018, computed tomography-abdomen and pelvis with intravenous contrast: " caval filter in place. Inferior vena cava below this is quite attenuated. Impression: no conclusive acute intra-abdominal findings". Patient outcome: it is alleged that [pt] was injured without further explanation. Medications: furosemide (current), eliquis (current), rosuvastatin (current), dulcolax (current), omeprazole (current).

Manufacturer narrative:
Exemption number: e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). Additional information: investigation: filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bleeding is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported inflammation is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Unknown if the reported deep venous thrombosis with a clot in the inferior vena cava up to the level of the filter is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, annex e, annex a, annex g, annex b, annex c, annex d, and h6. Investigation: the following allegations have been investigated: stenosis and fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 due to pulmonary embolism (pe). The patient alleges stenosis. The patient further alleges fear. (B)(6) 2019, per a report from computed tomography; ¿scans of the abdomen specifically for evaluation of the ivc filter demonstrate the tip of the filter to be at the inferior level of the insertion of the left renal vein. There is no perforation of the distal end of this filter, and it appears centrally positioned. The struts protrude diffusely external to the wc, but only into the surrounding retroperitoneal fat. There is no fracture involving the struts. Of note is the finding of possible stenosis of the ivc below the level of the renal vein, at the beginning of the struts.¿